Manufacturer narrative:
H10: as the lot number for 21 of the malfunctions were provided, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. However, medical records were provided for 40 malfunctions. For 38 malfunctions, the investigation is confirmed for perforation. For one malfunction, the investigation is confirmed for perforation, but unconfirmed for tilt. For two malfunctions, the investigation is inconclusive for perforation. Based on the available information, the definitive root causes for these events are unknown. The devices are labeled for single use. H10: d4 (gfua1250; grvj0755; gfyg3141; gfvd1109; gfuk1028; gfve2317; gfud2539; gfwc1107; gfud2532; gfvk0255; gfub1695; gfwc1104; gfuk1025; gfvd1122; gfvf0188; gfud2504; gfue4428; gfvb0047; unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty one malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. This information was received from multiple sources. The 41 reported malfunctions involved 41 patients with no consequences. Twenty one of the patients reported are male and 19 are female. Thirty seven patients ages range from 32 to 74 years. Seven patients weights were in the range of 77-122 kgs. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for 20 of the malfunctions were provided, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were provided for 37 malfunctions. The investigation is confirmed for perforation for 35 malfunctions. For one malfunction, the investigation is confirmed for perforation, but is unconfirmed for tilt. For another malfunction, perforation is inconclusive. For the remaining 4 malfunctions that did not provide medical records, the investigations are inconclusive for the reported perforation issue. Based on the available information, the definitive root causes for these events are unknown. The devices are labeled for single use. H10: d4 (gfua1250; grvj0755; gfyg3141; gfvd1109; gfuk1028; gfve2317; gfud2539; gfwc1107; gfud2532; gfvk0255; gfub1695; gfwc1104; gfuk1025; gfvd1122; gfvf0188; gfud2504; gfue4428; unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty one malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. This information was received from multiple sources. The 41 reported malfunctions involved 41 patients with no consequences. Twenty one of the patients reported are male and 18 are female. Thirty four patients ages range from 32 to 74 years. Seven patients weights were in the range of 77-122 kgs. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
As the lot number for 20 of the malfunctions were provided, a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation for 37 of the 41 malfunctions. The investigation is confirmed for perforation for 35 malfunctions. For one malfunction, the investigation is confirmed for perforation, but is unconfirmed for tilt. For another malfunction, perforation is inconclusive. For the remaining 4 malfunctions that did not provide medical records, the investigations are inconclusive for the reported perforation issue. Based on the available information, the definitive root causes for these events are unknown. The devices are labeled for single use. (Gfua1250; grvj0755; gfyg3141; gfvd1109; gfuk1028; gfve2317; gfud2539; gfwc1107; gfud2532; gfvk0255; gfub1695; gfwc1104; gfuk1025; gfvd1122; gfvf0188; gfud2504; gfue4428).

Event description:
This report summarizes forty one malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. This information was received from multiple sources. The 41 reported malfunctions involved 41 patients with no consequences. Twenty one of the patients reported are male and 18 are female. Thirty four patients ages range from (B)(6) years. Seven patients weights were in the range of (B)(6) kgs. The remaining patients' age, weight, and gender were not provided.